Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare representative that two mr290 autofeed humidification chambers were leaking water during use. They further reported that this has occurred before. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4) method: two mr290 autofeed humidification chambers, one from lot 120914 and one from lot 121001(date manufactured: 01 october 2012), were returned to fisher & paykel healthcare in new zealand for evaluation. The base thickness of each chamber was measured to check whether it was within specification. Results: the base thickness of both of the returned mr290 chambers was out of specification. A lot check revealed no other complaints of this nature for lot numbers 120914 & 121001. Conclusion: we were unable to determine the cause of the damage observed on the returned mr290 chambers. However it is possible that pressures greater than 8kpa in the chamber can cause this type of damage to the chamber base and dome connection and the base thickness to become out of specification. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected. The subject mr290v chambers would have met the required specification prior to being released for distribution. Our user instructions that accompany the mr290 state the following: "use of the mr290 above the maximum operating pressure [8kpa (~80cmh2o)] may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure". "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient".

Event description:
A healthcare facility in denmark reported to a fisher & paykel healthcare representative that the mr290 autofeed humidification chambers were leaking water during use. No patient consequence was reported.